Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.